Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that a 10-years-old female child patient faced a bent cannula on (B)(6)2024, which led to high blood glucose level. They tried to treat it with multiple daily injection (mdi) and water. Therefore, her blood glucose level started to come down prior to emergency room visit. But on (B)(6) 2024, the patient first went to the emergency room for four hours. Her highest blood glucose level was 400 mg/dl and ketone level were moderate which the healthcare professional did not assessed as dangerous or life-threatening. Moreover, the infusion set was used for less than 24 hours and the site location was patient's abdomen. After spending four hours in the hospital, the patient was released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.